Event description:
It was reported that during an implant procedure, the lead exhibited failure to capture and impedance problem. It was mentioned that the lead failed to give parameters of impedance and capture threshold. The lead was not used, and a different lead was used to complete the procedure on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture and impedance problem were not confirmed. As received, a complete lead was returned in one piece. Final analysis found no indication of conductor fractures but the test for hi-pot failed due to procedural damage at the proximal region of the lead. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.